Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. Serial number unknown. The customer could not confirm the reported issue. The customer stated there was no failure of the v60 ventilator. The customer was asking philips technical support "how does the ventilator determine the o2 % with no oxygen sensor". The unit successfully passed the required performance verification test.

Event description:
The customer reported that the oxygen flow accuracy test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.